Event description:
Contact reports that while impacting the concorde bullet vbr device into the l4-5 disc space, the impaction instrument appeared to hit the medial wall of the implant and two fragments of the implant broke off. The broken vbr device was implanted, as the surgeon felt it was stable with bone that was packed into the disc space. The two broken fragments were discarded.

Manufacturer narrative:
No definitive conclusions can be made. The cage is not available for evaluation and its lot number is unknown. It is not possible for depuy spine to conduct a proper investigation without the device and/or lot information. At this time, the complaint is considered to be closed.